Event description:
Clinical study. It was reported that 2 days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction and a stent thrombosis. The lesion being treated was a 3.5mm distal right coronary artery (dist rca). The lesion was not predilated. The physician placed a 3.50x32mm taxus express2 8.8% drug eluting stent in the dist rca. The pt was discharged the next day on plavix. The following day the pt experienced a myocardial infarction (mi). It was reported that the pt had a stent thrombosis. The pt had a reintervention and a bare metal stent was placed in the distal rca. The pt was discharged 4 days later. In the opinion of the physician the relationship to the taxus stent is "probable" and the relation to the target vessel is "probable."

Event description:
Same case as #6000089-2005-00247. During the reintervention it was noted by intervascular ultrasound that a dissection had occurred during the original placement in 2005.